Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 328 mg/dl, treated with manual injection. Customer was unable to troubleshoot at the time of call. Customer stated he she had done a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.